Manufacturer narrative:
The suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us appeared to start breath-stacking while on a patient, the patient circuit was 'jumping' from the issue. No alarms were noted by the staff and the vent was in ac mode. Furthermore, the patient was moved to a different ventilator for safety but no harm reported associated with this event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The exact root cause is not determinable as the issues no longer reproducible. As a resolution, field service engineer (fse) analyzed the logs and recheck the vent if it is cycling normally, no performance failure found. Performed verification test and no errors found. Unit works properly within factory specifications.